Event description:
The pulse generator analysis was completed on (B)(6) 2013. The reported removal difficulties were not duplicated in the pa laboratory. No obstructions were observed in the header lead cavity or connector blocks. A bench lead inserted completely past the negative connector block was set and released with the returned setscrew. The bench test lead was removed from the pulse generator with no difficulties. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during revision surgery for high impedance (MFR. Report # 1644487-2013-00575) a new generator was connected to a new lead after the lead was attached to the patient's vagus nerve. Diagnostic testing was attempted; however, was unable to be performed (MFR. Report # 1644487-2013-00702). The surgeon attempted to remove the lead from the generator header by first loosening the set screws on the generator; however, the lead did not come out of the generator head when pulled. The surgeon attempted to loosen the set screw on the generator multiple more times without being able to successfully remove the lead pin from the generator header. The surgeon attempted to pull on the lead "harder than normal" and the insulation then became detached from the lead pin. The surgeon then removed the lead helicals from the vagus nerve and implanted a complete new vns system without further issues. Both the lead and generator will be returned to device manufacturer for analysis; however, the products have not been received to date.

Event description:
Both the generator and lead were returned to device manufacturer for analysis on (B)(6) 2013. The generator analysis is underway; however, has not yet been completed. The returned product form notes the reason for explant as lead discontinuity which is captured in mfg report number: 1644487-2013-00575. Analysis of the lead identified that the setscrew of the generator was tightened and therefore, the lead pin could not be removed. Once the setscrew was loosened no removal anomalies were noted. During the visual analysis, the connector boot/inner silicone tubes appeared to be cut/torn in half approximately 3mm from the end of the second o-ring and three cut/twisted apart coil strands were observed on the connector pin quadfilar coil approximately 1mm from the end of the connector ring. With the exception of the cut/torn connector boot, the condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks were found on the lead connector pin which provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the finding, there is no evidence to suggest any device-related anomaly with the returned lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator and lead confirmed all quality tests were passed prior to distribution.